Manufacturer narrative:
On aug 16, 2022, additional information was received indicating the rippling only occurred on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4), the following information was noticed to be incorrect on the previous report: a3. Patient gender was blank. The field has been updated to female. H6. Health effect - impact code has been updated from f12 (serious injury) to f19 (surgical intervention) to more accurately capture the event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memorygel breast implant 170cc (r) and a mentor memoryshape breast implant 685cc (l) and experienced bilateral rippling post-operatively. As a result, bilateral fat grafting was performed on (B)(6) 2018 to correct the issue. This report is for the left breast prosthesis.